Event description:
It is reported that the device was implanted in 2007. When the surgeon inserted the poly liner into the shell, the locking ring did not move freely. The surgeon proceeded with the surgery and closed the wound without any action.

Manufacturer narrative:
Eval summary: if the liner is seated in the right position, the locking ring seats in the groove around the liner outer diameter and "moves freely". Availability of the pictures before wound closure may have provided insight in to liner orientation. With the available info, it is not possible to definitively say why the locking ring does not move freely. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.